Manufacturer narrative:
It was reported that the patient was experiencing premature power switching events. One battery (B)(4) was returned for evaluation. One controller and one battery ((B)(4) and (B)(4)) were not returned for evaluation. Review of the (B)(4) and (B)(4) manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned (B)(4) revealed that the device passed visual examination and functional testing. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections note: (B)(4) was evaluated in MFR-3007042319-2016-00795 (B)(4), (B)(4) was evaluated in MFR- 3007042319-2016-04167 (B)(4), (B)(4) and (B)(4) were evaluated in MFR- 3007042319-2016-03657 (B)(4). Other device involved in this event: (B)(4). (B)(4). (Three good faith attempts were made to obtain return of device. This device will be processed as npr). (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing premature power switching events. One battery (B)(4) and one controller (B)(4) were returned for evaluation. One battery (B)(4) was not returned for evaluation. A review of the (B)(4) and (B)(4)'s manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned (B)(4) revealed that the device passed visual examination and functional testing. Failure analysis of the returned (B)(4) revealed that the device passed functional testing. Visual inspection of the controller revealed a loose power port 1 connector. This is an additional observation not related to the reported event. The manufacturer has opened an investigation with the supplier to evaluate z-1538-2017. The most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Battery serial # - (B)(4) / catalog #1650de / exp date 06-30-2017. Battery is not available for evaluation. Not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
**Other device involved in this event: battery/(B)(4); cat#:1650de; exp date: 04/30/2017; mfg. Date: 04/30/2016; (B)(4); product received: 02/01/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25 percent without any pump stops.  The patient was doing fine the whole. The battery was replaced from stock. When the battery was exchanged, the power switching resolved. The controller will not be returned as it is being retained by the patient due to medical reasons. The patient has been urgently listed.